Event description:
Initial information: unable to cross lesion. This device also did get stuck on the wire upon exiting. Additional information: balloon and wire went in and got stuck during advancement. Did not get balloon to the lesion and no balloon inflation. The entire system was then removed because the balloon was stuck on the wire.

Manufacturer narrative:
Evaluation summary: analysis of the returned catheter found that the device was returned in two separated sections. The distal section of the catheter contained a partial section of the balloon with the guide wire intact. The proximal section contained a partial section of the balloon and the catheter shaft. Performance tests were not conducted due to the condition of the returned device. Upon follow-up, the customer reported that the angiosculpt was removed from the guide catheter post-procedure. The customer did not observe or report a catheter separation after the device was removed. Retained device components is a potential adverse effect of coronary angioplasty procedures and is listed in the angiosculpt device IFU. However, in this event, the catheter was removed and the procedure was concluded without further incident.